Manufacturer narrative:
E.1. Initial reporter facility: (B)(6) university of (B)(6) medical center. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary drawer 2.2 has multiple cubies not detected on bus. The field service engineer identified physical damage to the retractor band and replaced it. After the replacement, the drawer and all cubies functioned properly. The customer logged in and confirmed that everything was working correctly. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the cubie was not detected on bus. The customer stated that this malfunction occurred while dispensing the medication. However, there were no adverse events or injuries reported based on this event.